Event description:
It was reported that during a peripheral interventional procedure, a stent was stuck on a guide wire. The de novo lesion was located in the superficial femoral artery (sfa). The lesion was 90% stenosed. The sentinol biliary 7x78mm stent delivery system was advanced to the lesion. The stent was deployed, and the stent delivery system became stuck on the j guide wire 0.035-260cm. The wire and the stent delivery system were removed from the patient. The procedure was completed with another sentinol stent and guide wire. Two sentinol stents 7x78mm were placed in overlapping fashion across the lesion and then post dilated with a 6x10 ultra thin diamond. No patient injuries or complications were reported. The patient's status is reported as "excellent."